Event description:
It was reported that at follow-up noise was observed. Lead fracture was suspected. During explant, two cables were observed outside of the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found no lead fracture. The lead exhibited normal electrical characteristics. Visual inspection found insulation abrasion from the inside out at 8.5-10 cm and 40 cm from the distal tip. The blue insulation on the sensing cables was exposed but not abraded.